Event description:
The subject pacemaker was implanted on (B)(6) 2018. At the follow-up in (B)(6) 2022, the battery longevity was estimated 6 years. On (B)(6) 2023, a new follow up was performed indicating 4 years of battery longevity. In addition, an atrial burst is recorded as 7 minutes, but no matter how you look at it, it didn't last for 7 minutes, so the displayed record seems to be incorrect. It is also possible that the error in the displayed record is due to a malfunction related to the rapid depletion of the battery. You have been asked to investigate the cause of the errors in the displayed records and the sudden drop in battery life, and to confirm that the device is functioning properly.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: - based on the historical follow-up data was provided, the expected overall longevity is estimated at ¿ 121 months (10 years). The implantation duration was 114 months, which is higher than 75% of the estimated overall longevity (75% of 121 months = 91 months). Based on hrs guidelines, no premature battery depletion occurred. - no patient files dated of (B)(6) 2022 were provided. Indeed, the patient files provided and analyzed are dated of (B)(6) 2022, (B)(6) 2023 and (B)(6) 2023 where the estimated residual longevity were accordingly 6 years, 5 years and 4 years. - however, the atrial burst event duration described in the complaint was of 7 minutes. According to the algorithms, only the first 18 seconds are displayed. - nevertheless, the real duration of the arrhythmia will be recorded and displayed. - based on the available data, no issue is suspected on the subject pacemaker.